Manufacturer narrative:
According to the baxter local complaint coordinator, the pump wasn't returned for further investigation. The device will not be returned to baxter technical services center for evaluation.

Event description:
According with the customer: "patient was ready to be transferred to another hospital when the air-in-line started to alarm. The nurse tried to remove the air-in-line but wasn't able to. It seemed that there wasn't any air in the lines. The patient's blood pressure was dropping as a result of the medication being stopped. The nurses had to change all three lines and the issue seemed to be resolved. The pump wasn't returned for further investigation. Therefore, no serial number was obtained." Reportedly the pump was infusing amiodarone (antiarrythmic) mixed 450mg in 250 cc running at 16.7 ml/hour. Levophed (inotrope to maintain bp) mixed 8mg/250ml running at 30 cc/hr. Tpn running at 70cc/hr pt's bp was around 100-110 systolic but would drop to 70 systolic once the air in line alarm started. Bp would return to its normal once pump working again. Although requested, no additional information is available.